Event description:
The following additional information was received per the patient¿s medical records: the patient had a history of subdural hemorrhage, and coumadin therapy for right lower extremity deep vein thrombosis. The filter was implanted due to lower extremity deep vein thrombosis. The filter was deployed below the left renal vein at the l2 level and patient tolerated the procedure well without complications. Approximately 14 years, 2 months post implantation, patient underwent a computerized topography (CT) scan. The images from the scan were reviewed approximately 1 year, 3 months after the CT scan with the following findings: the superior end of the cordis trapease ivc filter is at the l1-2 interspace. The ivc filter is tilted anteriorly and medially and the superior end contacts the ivc wall. The inferior end is tilted laterally. All the visualized struts of the ivc filter perforate the ivc. Thrombus within the ivc or filter cannot be evaluated on this non-contrast study. The impression documented by the physician following the review was: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 15 years, 5 months post implantation. The patient reports tilt. The patient also reports suffering from weight loss, sleeplessness, and anxiety.

Manufacturer narrative:
Additional information was provided and is available in: unknown 18 gauge needle, unknown .035 j hook wire, unknown 6 french sheath. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of all struts of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted due to lower extremity deep vein thrombosis. The patient had a history of subdural hematoma. The filter was deployed below the left renal vein at the l2 level and patient tolerated the procedure well without complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of all struts of the ivc. A CT scan revealed that the superior end of the cordis trapease ivc filter is at the l1-2 interspace. The ivc filter is tilted anteriorly and medially and the superior end contacts the ivc wall. The inferior end is tilted laterally. All the visualized struts of the ivc filter perforate the ivc. Thrombus within the ivc or filter cannot be evaluated on this non-contrast study. The infrarenal ivc filter is perforating through the ivc with multiple struts extending extraluminal. Per the patient profile form (ppf), the patient reports tilt. The patient also reports suffering from weight loss, sleeplessness, and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, weight loss and sleeplessness do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.